Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy a2: age & date of birth: requested, not provided due to hospital policy a3a: sex: requested, not provided due to hospital policy a4: weight: requested, not provided due to hospital policy a5: ethnicity: nrequested, not provided due to hospital policy a6: race: requested, not provided due to hospital policy d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted one (1) 6 fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the arteriotomy locator and hemostasis sheath. The device was subjected to visual analysis. The arteriotomy locator has a slight bend in the shaft. The hemostasis sheath contains a kink at the blood inlet holes. The complaint can be confirmed for hemostasis sheath mechanical damage. The exact root cause cannot be determined. The likely cause is s damage sustained by the sheath due to handling during sheath and locator assembly or due to handling during device. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the physician intended to use the angio-seal closure device after performing peripheral arterial occlusive disease (paod). However, upon opening the package, it was found that the front end of the insertion sheath was bent, making it impossible to insert into the patient and complete vascular closure. As a result, manual compression was used for hemostasis instead. The patient was stable. There was no patient injury and/or medical or surgical intervention required. There was no blood loss.